Event description:
Reporter indicated patient has left vocal cord paralysis, confirmed via bronchoscopy. The patient underwent a lead revision; lead was modified and repositioned by reporter. X-rays taken the next day were reviewed by reporter and manufacturer. No anomalies were noted. The patient is due to follow up with reporter; appointment date to be set.

Manufacturer narrative:
H.6. : review of x-rays by manufacturer did not reveal any anomalies in the ncp system.